Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that "the unit was originally set at 44 but about 8 minutes in gave an overcurrent error & the unit stopped working-the set at 35 and continued treatment when finished the patient had a burn and blister". [Sic] no further information was provided.